Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported increased temperature, pain, swelling, dizziness and ¿large amount of fluid on my left breast¿ along with ¿massive effect on my mental health¿. The fluid on the left breast was aspirated twice and sent for testing. Results of the testing were negative for bia-alcl and negative for infection. The device has been explanted and the patient had "extensive reconstructive surgery to build a left breast. This record relates to the left side.